Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the connections needed to be reset. The field service engineer accessed the side door mantel and reestablished the connections. After powering down the station, connections has been restarted and verified with the customer that they can now successfully recover the storage space. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system remote manager, got the error message under name-srm (smart remote manager) and unable to recover storage space. The customer reported that the malfunction caused a delay in the medication being dispensed to the patient. There were no adverse events or injuries reported based on this incident.